Event description:
According to the reporter: occurred post-operatively, following a laparoscopic gastric bypass. There was a hemorrhage at the staple line. This lead to or extended patient hospitalization and caused temporary injury. There was blood loss of greater than 500 cc. Patient status reported as alive, no injury.